Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient missed a pump refill. The patient reported that their alarm/refill date was (B)(6) 2017. The patient's last refill was in (B)(6) 2017 when they lived in (B)(6). The patient moved from (B)(6). The patient noted that a manufacturer's representative told them that they would help the patient find a physician in the patient's area of (B)(6). The patient reported that they were having flu-like symptoms and the patient was unsure if it was due to getting the flu or due to the patient not having a refill. No out of box failures were reported. No medical or therapy problems associated with small parts were reported. No further complications were reported.